Event description:
The customer reported to beckman coulter (bec) a leak of 2 ml of clear fluid coming from the backwash cup of the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The operator was wearing a laboratory coat, goggles and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection with this incident. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and confirmed a leak from the probe assembly, caused by an incomplete probe wipe descent. The probe wipe was adjusted, resolving the leak. A startup and latron were ran and passed successfully. The failure mode was related to the probe wipe which needed adjustment. (B)(4).